Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included migraine. Previously administered products included for an unreported indication: mirena. Concomitant products included botulinum toxin type a (botox), rizatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced migraine ("migraine /headache"). In 2017, the patient experienced pelvic pain ("pelvic left side pain/chronic"), back pain ("back pain"), skin discolouration ("rashes or skin conditions type: white spots/allergy:rash/skin condition") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure ("seizures"), complication associated with device ("complications with the left side causing unwanted side effects."), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, seizure, pelvic pain, back pain, skin discolouration, migraine, dysmenorrhoea, complication associated with device, abdominal pain, metrorrhagia, allergy to metals, alopecia, headache and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication associated with device, dysmenorrhoea, headache, metrorrhagia, migraine, nausea, pelvic pain, seizure, skin discolouration and uterine haemorrhage to be related to essure. The reporter commented: date of implant : (B)(6) 2013 (as reported, discrepancy noted) date(s) of insertion: (B)(6) 2013 (as per pif) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included migraine. Previously administered products included for an unreported indication: mirena. Concomitant products included botulinum toxin type a (botox), rizatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced migraine ("migraine /headache"). In 2017, the patient experienced pelvic pain ("pelvic left side pain/chronic"), back pain ("back pain"), skin discolouration ("rashes or skin conditions type: white spots/allergy: rash/skin condition") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), seizure ("seizures"), complication associated with device ("complications with the left side causing unwanted side effects."), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, seizure, pelvic pain, back pain, skin discolouration, migraine, dysmenorrhoea, complication associated with device, abdominal pain, metrorrhagia, allergy to metals, alopecia, headache and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication associated with device, dysmenorrhoea, headache, metrorrhagia, migraine, nausea, pelvic pain, seizure, skin discolouration and uterine haemorrhage to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (as reported, discrepancy noted) date(s) of insertion: (B)(6) 2013 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case was upgraded to serious incident. Newly added events- abnormal uterine bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.